Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during the follow-up. Lead fracture on the pacing portion of the lead was noted. The lead was capped and replaced. The patient was stable post-procedure.